Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was unable to activate a pod due to the controller being stuck on the loading screen. As a result, she experienced extremely high blood glucose levels (around 600 mg/dl) and was hospitalized. She could not recall additional symptoms, stating she was "very out of it" at the time. The patient was diagnosed with diabetic ketoacidosis (dka) and placed on a ventilator. Insulin was administered as treatment. The patient was in the hospital for 17 days.